Event description:
Tampon was inside of me- vagina [foreign body in reproductive tract]. String came off tampon [device breakage]. Case narrative: consumer reported via phone that the string came off the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6), 2022.

Event description:
Tampon was inside of me- vagina [foreign body in reproductive tract]. String came off tampon [device breakage]. Case narrative: consumer reported via phone that the string came off the tampon. No serious injury reported.